Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels (value not provided) with moderate ketones. The customer alleged that the pump was not delivering the correct amount of insulin. A review of the customer's data by tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not functioning properly. Customer required assistance from contact to administer a manual injection as customer was impaired. The customer was instructed to consult with healthcare provider regarding bg level.